Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening device assessed as unidentified (tear) opening as per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with another manufacturer's device.